Event description:
The customer reported the following: op date - (B)(6) 2009 - medial meniscus refixation/ right knee. Op date - (B)(6) 2012 - meniscus and micro fracturing right knee. (B)(6) 2013 - patient had swelling just superior to the drill hole.

Manufacturer narrative:
This report should have been sent by (B)(6) 2013 - is 4 days late due to administrative oversight. Suspected root cause is: from review of the information provided, it is unclear initially what the exact problem is in relation to the bilok screw, details of surgery and what surgery is required. Meniscus surgery would not require use of a bilok screw. Three and a half years post operatively, the screw is likely to be wholly or partially resorbed. Unable to determine if the screw, implanted in 2009 is responsible for the revision surgery, or whether the more recent surgery in (B)(6) 2012 is a contributory factor.